Event description:
Disposable product-protective pad for mako knee positioner-has "moldy" looking discoloration. Item sequestered and taken off field. Tech gloves changed. Replaced with like item of different lot and discoloration was worse. 3rd item opened of different lot and it was not discolored. Items that matched lot numbers of discolored lots were pulled from shelf. Rep notified. He will pick up today and send to stryker for analysis. 2 items wasted/4 additional pulled from the shelf. Item : 110550.